Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, it was impossible to interrogate the device following radiotherapy of bilateral breast. The device displayed an estimated residual longevity of 14 months at the previous follow-up.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, it was impossible to interrogate the device following radiotherapy of bilateral breast. The device displayed an estimated residual longevity of 14 months at the previous follow-up.